Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. Although this event was reported by a representative from (B)(6) hospital, the event allegedly occurred at (B)(6).

Event description:
It was reported the fixation device's beige adhesive separated from the inspection window, leaving the epidural catheter with no protection at the insertion point. No further information was provided.